Event description:
It was reported that after advancing a 5.0 x 13 mm ultra stent delivery system, when angiography was being performed, it was noted that the stent had moved on the balloon covering one of the balloon markers. The device was successfully removed and a 5.0 x 18 mm ultra was opened and the stent was loose on the balloon. The stent delivery system was not used. Another ultra was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Additional information has been requested. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported unstable stent was not confirmed; however, the stent was noted to not be located between the markers. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional rx ultra, referenced is being filed under a separate manufacturing report number.